Event description:
It was reported to philips by a customer that the unit had a high temperature. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
G5:510(k)#: k102985 b4:19ul2021 information was received that the device was in clinical use, providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer was dispatched to the site and could not duplicate the high-temperature issues. The unit was worked normally after arriving at the site, and it was restarted. The international service engineer was unable to reproduce the reported failure. The ventilator passed all testing and operated within the manufacturing specifications.